Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that they could continue using the pump and instructed to call back if the malfunction code recurred.